Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge the selected energy setting. Complainant indicated that there was no patient invovlement in the reported malfunction.